Manufacturer narrative:
The investigation was completed and the device was discarded by the customer. Investigation summary: anemia : the cause of the injury was not determined due to insufficient clinical details. Asae/ major bleed/hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella device was placed in a 66-year-old male undergoing high-risk percutaneous coronary intervention (hrpci) with known coronary artery disease (cad). Post-procedure, the patient developed a groin hematoma and bleeding at the right femoral arterial access site. Initial management included angle matching, forward pulling sutures, and securing the blue hub to the skin. After ICU discharge, the hematoma had subsided but slight oozing persisted; no blood was administered at that time. The patient¿s baseline hemoglobin was 8.3 g/dl, indicating pre-existing anemia. Subsequent bleeding at the access site was managed by manual pressure and surgicel application by ICU nursing staff, achieving good resolution. A new dressing was applied, and bleeding ceased. The patient ultimately received two units of blood and is stable. Based on the available information, the reported events of hematoma, groin bleeding and blood transfusion are most plausibly associated with the patient¿s underlying cardiovascular disease, procedural complexity, and baseline anemia rather than device malfunction. The patient¿s critical condition and low baseline hemoglobin likely increased susceptibility to bleeding complications at the vascular access site. The impella device was assessed to be functioning as intended throughout support, with no evidence of device-related issues contributing to the reported events..

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.